Manufacturer narrative:
G4:20apr2021. B4:26apr2021. The device was reported to have been in testing, there was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The fse service was canceled and the reported issue was unable to be confirmed. The issue was no longer occurring. The customer's biomed was unable to replicate the reported issue and there were no error codes in the log. Performance verification passed. The device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device had a pressure alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.